Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) clinic. (B)(6) md. Operative report. Preop diagnosis: umbilical hernia. Preop indication: prevent complications, treat pain. Assistant: (B)(6) md; (B)(6) md. Postop diagnosis: umbilical hernia. Procedure: open umbilical hernia repair with mesh. ¿the patient was identified and brought into operating room 107. Once under monitored anesthesia, she was prepped and draped in the sterile fashion. The prior infraumbilical curvilinear incision was reincised. This was dissected down through the subcutaneous tissues to the fascial level. The umbilical stalk was encircled and then taken off at the fascial level. There was a 1.5-cm umbilical hernia present. The surrounding tissues were cleared. The hernia sac was placed back into the abdominal cavity. A prolene mesh system was customized and sutured to the abdominal wall with several interrupted 2-0 prolenes. The wound was irrigated. The umbilical stalk was sutured to the mesh with 3-0 vicryl. Several interrupted 3-0 vicryls were used to close the subcutaneous layer. The skin was closed with a running 4- 0 monocryl.¿ wound type: type I- clean. (B)(6) 2011: (B)(6) clinic. (B)(6) md, mb. General and emergency surgery consult. Acute abdomen. Abdominal pain; periumbilical, mild nausea. History of open umbilical hernia repair in 2009 with mesh. This is where pain seems to be located. Past medical history: obesity, obstructive sleep apnea, gastroesophageal reflux disease, fibromyalgia. Surgical history: open umbilical hernia repair (B)(6) 2009, laparoscopic appendectomy (B)(6) 2009, laparoscopic cholecystectomy 2007, cesarean section 2005. Exam; abdomen: well healed previous laparoscopic scars, transverse scar in the infraumbilical area. Palpable subcutaneous swelling, soft-to firm consistency located to the right and below umbilicus. Doesn¿t have expansile impulse with cough but is not reducible. CT of the abdomen; fat containing periumbilical hernia. Plan: needs to be repaired on elective basis; no emergency. 01/10/11: [missing records: records of the CT scan of the abdomen showing ¿fat containing periumbilical hernia¿ were not provided.] (B)(6) 2011: (B)(6) clinic. (B)(6), md. Operative report/implant record. Preop diagnosis: re-recurrent umbilical hernia. Preop indications: treatment, prevent complications, relieve pain. Assistant: (B)(6), mbhb; (B)(6), md. Postop diagnosis: re-recurrent umbilical hernia. Procedure: laparoscopic ventral herniorrhaphy (gore-tex mesh). Graft/implant information: lot/serial #: (B)(6), catalog/model #: 1dlmc03, implant name: patch, dual mesh 1mm 10.0 x 15, manufacturer: w.l. Gore co., implant placement: abdominal. Details of the procedure: ¿the patient was brought to the operative suite and laid supine on the operating room table. Following the induction of general endotracheal anesthesia, the patient's abdomen was sterilely prepared and draped in usual fashion. We utilized ioban draping as well. Following a confirmatory pause for the patient's identity and planned procedure, we began with a linear transverse 2-cm incision at the left subcostal margin along the midclavicular line. This was deepened with electrocautery, and a 0-degree laparoscope was loaded on an optiview system, and direct visualization of entry into the peritoneal cavity occurred. C02 pneumoperitoneum was established, and the laparoscope was exchanged for a 30-degree viewing laparoscope. Exploration revealed obvious herniation of omental fat into a ventral hernia defect at the umbilicus. Two additional 5-mm trocars were placed along the right lateral aspect of the abdomen under direct vision. Electrocautery was utilized to dissect the incarcerated omentum from the hernia sac. This proceeded uneventfully. External landmarks and measurements were taken of the hernia defect, which measured approximately 4 x 4.5 cm. This included the defect and one additional centimeter circumferentially for coverage of the region of the hernia sac as it ballooned outwards. We measured widely to cover 3 cm widely in all directions, and thus, a 10 x 11 panel of gore-tex mesh was fashioned from a stock 10 x 15 panel of gore-tex. Four securing gore-tex sutures were placed at the 3, 6, 9, and 12 o'clock positions, and the mesh was introduced into the abdomen. Pneumoperitoneum pressures were decreased, and in sequential fashion, these sutures were brought through the abdominal wall with a carter-thompson suture passer. The mesh was nicely taut against the anterior abdominal wall, and the sutures were tied. The endotacker was utilized to secure the mesh circumferentially. It was noted that while fixating the mesh at the 6 o¿clock position, the suture had failed in this region and thus was removed. Additional tacks were utilized to secure the mesh at this position, and appropriate apposition of the mesh occurred in this location as well as circumferentially. The hernia defect itself was widely covered. The intraperitoneal domain was once again inspected with the laparoscope and found to be appropriate. For the purposes of tacking the right lateral aspect of the mesh, an additional 5-mm trocar was placed along the left abdomen. All trocars were removed under direct vision and were appropriate. Counts were reported as correct, and we closed the left subcostal camera port site with a single interrupted 2-0 vicryl suture in figure-of-eight fashion at the fascial level. All stab incisions and trocar sites were reapproximated with 4-0 vicryl subcuticular stitch. Sterile dressings and an abdominal binder were placed. The patient tolerated this procedure well.¿ wound type: type I- clean. (B)(6) 2011: (B)(6) clinic. Implant record. Graft/implant information: lot/serial #: (B)(6), catalog/model #: 1dlmc03, implant name: patch, dual mesh 1mm 10.0 x 15, manufacturer: w.l. Gore co. The records confirm a gore® dualmesh® biomaterial (1dlmc03/8341366) was implanted during the procedure. (B)(6) 2011: (B)(6) clinic. (B)(6), md. General and emergency surgery consult. Abdominal pain, constipation. A laparoscopic appendectomy was done 2009 where umbilical hernia was noted yet not repaired due to infectious process at the moment of appendectomy. Has had irritable bowel syndrome, left upper abdomen port infection. (B)(6) 2011 started with constipation; last stool was one week ago. Denies smoking, alcohol, illicit drug use. Currently in weight loss program. Abdomen soft, tenderness to palpation at epigastric area, mesh palpated around umbilicus, no evidence of hernia. Symptoms seem secondary to constipation and will benefit from gastroenterology evaluation. (B)(6) 2011: (B)(6) clinic. (B)(6), md, ms. Hospital admission note. Recurrent painful ventral incisional hernia. Came to emergency room with periumbilical pain. CT scan shows evidence of omental fat incarcerated within the hernia defect, not reducible. Abdomen protuberant, palpable 2 x 3 cm approximate area of fascial defect. To operating room for exploration. (B)(6) 2011: [missing records: records of a CT scan showing ¿omental fat incarcerated within the hernia defect¿ were not provided.] (B)(6) 2011: (B)(6) clinic. (B)(6), md. Operative report. Preop diagnosis: abdominal pain at the site of incarcerated omentum through her vih [ventral incisional hernia]. Preop indication: abdominal pain at the site of incarcerated omentum through her vih [ventral incisional hernia]. Case type: emergency case. Postop diagnosis: incarcerated omentum. Procedure: 1. Adhesiolysis for 30 minutes. 2. Laparoscopic ventral incisional hernia repair using the composix mesh 6 x 8 inches. Drainage: none. Graft/implant information: lot/serial #: (B)(6), catalog/model #: 0134680, implant name: patch, composix lp mesh 6 x 8, manufacturer: bard medical division, implant placement: not applicable. Complications: none. Ebl [estimated blood loss]: 50 cc. Crystalloids: lr [lactated ringers] 1100 cc. Urinary output: 150 cc. Findings: adherent omental adhesions to the previously placed gore-tex mesh. Normal-appearing small bowel. Description of operation: ¿after (B)(6) was taken to the operating room and endotracheal general anesthesia was performed without complications, og [orogastric] tube and foley catheter were placed. Initial operative attention was paid towards the left upper quadrant where a 1.5-cm incision was created. A 5-mm optiview trocar was used to try to avoid using a hasson trocar. Due to limited view the decision was made to do an open technique, and a 10-mm fascial incision was made in the left subcostal region. Under direct visualization the peritoneal cavity was entered using sharp and blunt technique. A 10-mm hasson trocar was then placed and secured in the standard fashion. Co2 insufflation was performed. Following this two 5-mm trocars were placed in the left lower quadrant and the right upper quadrant under visualization. It was noted at this point the omentum was adherent to the middle and inferior aspects of the previously placed mesh in our central abdominal wall. This was taken down without significant bleeding. There was no hollow viscus structure nearby, and approximately half an hour was spent, carefully taking down the omental adhesions from the abdominal wall. It was noted that at this point there was scar tissue and defect just inferior and left lateral of the mesh. Given this finding and the fact that the mesh was well incorporated and no infection was suspected, it was decided to leave the previously placed mesh and to use composix mesh which is polypropylene on one side and gore-tex on the side facing the abdominal cavity to overlap the fascial defect as well as the previously laid mesh to ensure overlapping coverage. This was performed by placing in four quadrants gore-tex sutures on the composix mesh and rolling it and then introducing into the belly cavity, unrolling the mesh, and then with the prolene side facing the abdominal wall at 12, 3, 6, and 9 o'clock positions the mesh was carefully positioned, and then using carter-thomason trocars with small skin incisions in those four quadrant locations, carter- thomason trocar was used to pull the two ends of the gore-tex sutures through the abdominal wall. This allowed for anchoring the mesh up against the abdominal wall. Subsequently, a tacker was used to tack the mesh onto the abdominal wall in 1-cm to 1. 5-cm increments. Additional 5-mm trocar in the right lower quadrant had to be added in order to optimize the tack placement. After tacks were placed we noted that it was in good position and covered the area of interest with at least 4 to 5 cm overlap along the healthy abdominal wall edge. Following this the three 5-mm trocars were all removed under direct visualization. The hasson trocar was removed, and the 10-mm fascial incision was closed in two layers, first using 0 vicryl. The transversus abdominis and internal oblique muscle was closed using a figure-of-eight, and then using interrupted technique 0 vicryls were used to close the external oblique fascia. Approximately five stitches were placed. Skin incisions were then closed using monocryl, and clean dressing was applied. The patient tolerated the procedure well without complications.¿ wound type: type I- clean. (B)(6) 2011: (B)(6) clinic. (B)(6), md, ms. Discharge summary. Laparoscopic repair of recurrent ventral incisional hernia, chronic constipation. Hospital course: presented to emergency department with five-day history of abdominal pain localized to her umbilicus. Cat scan of abdomen and pelvis did demonstrate a fat containing hernia present at the inferior edge of her previously placed mesh. Due to significant pain decision was made to proceed with operative intervention. Tolerated the procedure well, had issues with nausea and pain in post-operative period. Had not had a significant bowel movement in the previous two weeks. At time of discharge was having acceptable bowel function. Follow up in 2 weeks. May shower but refrain from soaking your incision for 2 weeks, refrain from strenuous activity for 2 weeks; including lifting, pushing, pulling anything greater than 10 pounds. Refrain from operating a motor vehicle until no longer taking narcotics. 04/09/12: [missing records: records for the ¿roux-en-y gastric bypass with laparoscopic lysis of adhesions¿ were not provided.] (B)(6) 2013: (B)(6) clinic. (B)(6), md, ms. Office notes. Chronic abdominal wall pain. Roux-en-y gastric bypass with laparoscopic lysis of adhesions (B)(6) 2012. Has lost 115 pounds since surgery. Noted some increased pain and sense of pulling sensation along left side of abdomen at the level of umbilicus. Abdominal incisions all clean and well-healed, no evidence of fascial defect. Small area, 2 x 3 cm, two fingerbreadths to the left of umbilicus appears to be a fibrotic lump. Contact if pain becomes an issue, in which case we could discuss performing a CT scan of abdominal wall as well as a pain consult. (B)(6) 2015: (B)(6) clinic. (B)(6), md, ms. Office notes. Dull midabdominal pain for six months. Here to inquire about etiology of pain and if there are any surgical options at this point. Has been able to maintain weight but quality of life due to midline abdominal pain has been compromised and has moved to a less physically strenuous nursing job. Pain 5/10. Weight 87.6 kg, bmi 30.23. No evidence of recurrent hernia on exam, no evidence of scar tissue. Low suspicion that she has a mesh infection and unless there is something obvious anatomically, I did not advise removing the mesh as it will create a larger defect with its associated pain and discomfort from surgery. Will get a CT scan of abdomen and pelvis. 12/28/15: [missing records: records of the CT scan of ¿abdomen and pelvis¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh was well incorporated requiring taking down adhesions and revision surgery on (B)(6) 2011. Additional event specific information was not provided.